Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the patient underwent a revision surgery to remove the construct because fusion had occurred. During the revision surgery it was noticed that one of the bone screws had broken. The broken piece of the screw was unable to be removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The bone screw was returned for evaluation. Macroscopic examination confirms screw broken approximately five threads from the start of the thread. Microscopic examination of the fracture surface reveals a fairly flat fracture surface with progressive striations indicative of fatigue. It is noted fusion was achieved prior to implant breakage. A review of the device history records did not identify any applicable nonconformance to specification.